Event description:
It was reported that the patient had an infection at the ipg site and impaired healing was noted. The physician confirmed that the infection was not device or procedure related, and that the healing was delayed due to the surgical tape. The patient underwent a revision procedure wherein the ipg was replaced and the pocket site was relocated using an antibiotic envelope. The patient was prescribed with antibiotics and had recovered well. The explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.